Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported unknown symptom, which was reproduced during evaluation as system error 105. System error 105 was confirmed through a review of the event history log. This condition was found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump had an unknown problem. It was also reported there was no patient involvement.